Event description:
It was reported that balloon pinhole occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noticed that the balloon had a hole in it upon initial inflation and a balloon leak was noted. The procedure was completed with another wolverine device. No patient complications were reported.